Event description:
It was reported occlusion alarms occurred. During troubleshooting with technical support, cause of blockage could not be identified. There was no adverse impact to the customer¿s blood glucose level. Reportedly customer changed pump supplies and resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.